Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for radiculopathy and spinal pain. The patient reported that they have a different manufacturer¿s deep brain stimulator device, as well as a spinal cord stimulator (scs). The patient stated that when the devices are on at the same time, the scs device does not play nice with the different manufacturer¿s device. However, they stated that the scs device is operating as intended. No further complications or patient symptoms were reported.